Event description:
The nurse reported a system message displayed during set up. All cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and disposed of in the field. Preventive maintenance was performed with the cpc connector and footswitch cable replaced. These parts were not related to the event reported. The system was then tested and met all product speicifcations. This report was mailed to FDA on: 5/21/2009.